Manufacturer narrative:
.

Event description:
It was reported on 06/02/2016 from a physician that the vns patient was admitted to the hospital two days prior for a fall and was exhibiting bradycardia at the hospital. The physician did not know if the fall was due to seizure or what. It was not known at the time if vns was a contributing factor to the bradycardia but it was recommended to disable the device either with the magnet or a system to see if the bradycardia resolves. No additional relevant information has been received to date.

Event description:
It was reported on (B)(6) 2016 that the device was not disabled to assess the bradycardia. The physician's states there is no clear association of the bradycardia to vns therapy although he was not involved in his care at the time of the event nor during subsequent hospitalizations. No further interventions have been taken but he has been evaluated by a cardiologist. The patient has no pre-existing cardiac events. Patient presented with - syncope although patient thinks he slipped and fell and hit his head. Patient was hospitalized after falling and found to be bradycardiac. The event did not occur following a medication change, however depakote level was virtually non-existent at time of hospitalization. Unknown if arrhythmia correlates with on time of device. The physician does not feel the vns stimulation is related to the event and does not think vns exacerbated or co-currently contributed to the arrhythmia.